Event description:
Customer reports one incident of a blood leak on the 48th use of the dialyzer at the onset of treatment. Estimated blood loss was 200 cc. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.